Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/20/2022. H3 investigational summary: a needle product code z771d was returned to ethicon inc for analysis. A blunt tip was observed. One side of the needle was received; no mating piece was provided for this evaluation. The barrel hole was examined under 20x magnification. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The blunt tip was likely original to manufacturing. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: how was procedure successfully completed? No further information is available. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a an open distal pancreatectomy procedure on (B)(6) 2021 and suture was used. When a scrub nurse opened the package, the needle tip had been broken inside the package. At the surgeon¿s discretion, this needle was not used. The broken needle tip was not found in the package. There were no patient consequences reported. Additional information has been requested.